Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. No additional information was received. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported multiple intraoperative complications over a five year period post laser assisted cataract surgery to include anterior capsule tear, posterior capsule tear, and retained lens material. No additional information is available.